Manufacturer narrative:
Device name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Device remains implanted.

Event description:
The patient reported the surgeon implanted a cc4204a +12.50 diopter collamer single piece lens in the patient's left eye on (B)(6) 2013. Started having problems with cloudy/blurry vision about six months after implant. The implanting surgeon 's office was contacted and patient last visit was on (B)(6) 2014. Patient went to see a optometrist. Laser procedure was performed on (B)(6) 2016. Post -op visit on (B)(6) 2016, ucva is 20/20. This resolved the problem. This incident was not iol related.